Event description:
A letter was written to baxter quality assurance from the spouse of a home pt regarding the pt being allergic to betadine. Spouse noted that pt experienced immense pain when using the minicap due to the pt's allergy to betadine. Due to the allergy, the pt made the decision to switch to capd utilizing the uv flash device. Follow up with the rn noted that the pt's symptoms were those of diabetic gastroparesis. At the time the pt was experiencing these symptoms, pt informed the doctor and nurse that they had been allergic to betadine in the past. Per the rn, no medical intervention was administered by the dialysis unit. Pt has been transplanted and is no longer on peritoneal dialysis per rn.